Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k062195.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 and (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed on (B)(6) 2011 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation since this medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that on the morning of (B)(6) 2011 she obtained blood glucose readings of "189 and 210 mg/dl" with the subject meter and "149 mg/dl" on another device (freestyle meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results (210 and 149 mg/dl) exceeds the expected value of <= 30%. The patient informed the cca that she manages her diabetes with insulin. In response to the alleged high readings obtained with the subject meter, she took an increased dose of insulin (70u of lantus and 40u of novolog) and approximately 1 hour later she reportedly felt sweaty. The patient denied receiving medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.